Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in the operating room for device change out due to normal eri, externalized conductors were noted on the right ventricular lead. No electrical anomalies were detected and the lead remains implanted. The patient will be monitored.